Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm. Customer cleared it. Customer stated that he got drops at the end of the tubing. Customer's blood glucose level was 76 mg/dl. Customer re-inserted and almost immediately received another no delivery alarm. Customer was explained that a site occlusion could be the cause. Customer stated that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Customer changed the site. Customer was advised to use a recommended rotation method. No additional information provided.